Event description:
A customer reported that during a procedure, the vitrectome stopped cutting after a number of cuts were more than 2000. The case was completed, but prolonged due to the event. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).